Manufacturer narrative:
Device evaluation results: this incident was identified during an audit of the service notification database, and has been added to the complaint tracking system. As this incident was originally processed through the service department, the operations log is not available for review. B. Braun completed an evaluation of this pump per the procedure for pump returns. During this evaluation, the reported failure was reproduced, and a problem was found with the rear case of the unit. The rear case was replaced. Routine preventive maintenance was performed on the pump and the pump was tested per the routine repair testing requirements. The pump met all final inspection criteria. This was determined to be an isolated event. The facility reported no patient injury related to this complaint. The pump was returned to the customer in (B)(6) 2008. Serial number history has shown that, as of (B)(6) 2011, this pump has not been involved in any further complaints.

Event description:
The pump was not infusing properly.